Event description:
An lpn stuck a high-risk pt for a blood glucose test. The nurse set the needle on the bedside staqnd and it rolled off onto the ground. The nurse went ot pick up the lancet and stuck themself. The nurse claimed that the needle was outside of the plastic case even though it was suppose to retract. The nurse made themselves bleed, then cleaned the wound with bhibicleanse and bandage the area. The nurse did not receive a tetanus shot as they have had one in the past 10 years, which they became sick from. They did not receive a gamma globulin shot or stitches. The box that the lancets came from was thrown away so the lot number is not known.